Manufacturer narrative:
(B)(4). Concomitant medical products: ref. 183110; lot j3660206; description: vanguardtm ps interlok femoral 67.5mm right. Ref. Ep-183400; lot 813140; description: vanguardtm e1tm cr tibial bearing 59x10mm. Report source: (B)(6). PMA/510k: this product is manufactured by biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Device evaluated by MFR: remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty (B)(6) 2016. The surgeon noticed a loosening of the tibial component on (B)(6) 2018. Thus, the surgeon will exchange it on (B)(6) 2019.